Manufacturer narrative:
The insulin pump was monitored for 48 hours with multiple basal rates, no blank display or display anomaly noted. All operating current were normal. No damage inside the insulin pump noted. The insulin pump was received with cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had a blank display. No physical damage noted. The blood glucose reading was 180 mg/dl. Advised replacement of the insulin pump. Nothing further reported.